Event description:
The customer reported that a pt coded, and that the nurse was attempting to retrieve info from the monitor. The customer also stated that the philips monitor worked per its spec, and was not alleging any relation between the code and the product.

Manufacturer narrative:
(B)(4). The customer reported that a pt coded, and that the nurse was attempting to retrieve info from the monitor. The customer also stated that the philips monitor worked per its spec, and was not alleging any relation between the code and the product. The pt was transferred from an mp2 monitor to an mp70 (from the pre-op to the post-op area), when a "conflict" occurred. The nurse had selected "new pt" on the mp70, and as a result all of the pt vitals stored in the mp2 were erased/deleted. The nurse wanted to know if it was possible to retrieve the info that was erased. This issue will be considered a use error, as the user did not follow the proper procedure for transferring a pt. Transferring and admitting pts is adequately described in the product labeling (IFU). Trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.